Event description:
It was reported that the colonovideoscope displayed a rippled image and no image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image ripples, wear and peeling of the varnish layer was due to no image and adhesive wear around the lenses. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.